Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿false downstream alarm¿ was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed multiple occurrences of downstream occlusion messages, however the log cannot show if the alarms are occurring within the correct range for downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of specification. The force sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false downstream occlusion upon power-up at nursing education department. There was no patient involvement. No additional information is available.